Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The usb serial cable was returned on 05/21/2015. An analysis was performed on the returned usb serial cable on 06/11/2015 and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the tablet device displayed an ¿unable to open port¿ error message indicating a potential issue with the usb serial cable. A replacement cable was provided which worked initially; however, the error message again appeared. The tablet device was powered off and on and the replacement usb serial cable was disconnected for 15 seconds and reinserted into the usb port; however, the issue did not resolve. The cable was tested again with a different tablet and programming that were known to functioning properly, and the tablet device still displayed the same error message. This manufacturer report involves the original serial cable. The replacement serial cable will be captured in manufacturer report #1644487-2015-04714. The serial cable involved in this manufacturer report has not been returned to date.